Manufacturer narrative:
UDI field not sufficient to hold all digits, should read: (B)(4).

Event description:
It was reported that during a lead removal procedure to remove 2 non-functional pacing leads (ra and rv), a superior vena cava (svc) tear occurred. Reportedly, the ra lead was prepped with a lead locking device (lld) and a 14f glidelight laser sheath was used. Approximately 14 seconds of laser time was used to advance down the lead. The laser sheath was then rotated to a coaxial position and several more laser pulses were delivered. The lead then came free of the cardiac tissue as the sheath advanced. Blood pressure remained stable for 20 seconds, then began to decline. A bridge rescue device was used, and a sternotomy performed. The 2.5cm tear to the svc/ra junction was successfully repaired and patient outcome was good.